Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm 5 (pressure out of range) occurred. Reportedly, the cartridge was filled with a ¿full syringe¿ which may have been more than 300 units. A new cartridge was successfully loaded to address the event and insulin delivery was resumed. There was no reported impact to blood glucose.